Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. We are unable to evaluate the device as it was not returned to kimberly-clark by the customer. Without the returned device we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from malaysia stating, "2 out of 3 suture locks dropped within 24 hours after procedure." Patient did not require additional procedure to secure the gastropexy. Current condition is stable. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).